Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device has a broken tip. There were no reports of patient involvement, as the event was reported during equipment inspection, before the patient entered the room.